Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: a call back was made on 03/22/2018; customer's condition had improved and the customer did not currently have any diabetic symptoms. On (B)(6) 2018 the customer's husband had driven her to the hospital. Customer was not admitted, just observed. The customer did not recall her blood glucose test result when at the hospital just that it was still very high and in the 500's. The diagnosis was high blood glucose and customer was given IV treatment because customer was dehydrated. The customer left the hospital the same day (B)(6) 2018. No new medications or healthcare program was suggested. There were no additional blood tests performed with the truemetrix air meter. Manufacturer contacted customer on several follow-up calls in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer received the replacement product and is satisfied with the product performance.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer reported symptoms of vomiting, increased urination, increased thirst and fatigue (customer attributed to the vomiting and not feeling well). During the call on (B)(6) 2018, a back to back blood test was performed by the customer and produced test results of e-5 both times using truemetrix air meter. Customer stated that she had administered insulin fifteen minutes prior to call and that her results should be going down. Customer tested again and got an e-5. Once again I asked caller to call for medical assistance and to not waste any more time because the symptoms she was describing were signs of hyperglycemia. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/17/2019 and open vial date is less than one month. The meter memory was not reviewed for previous test result history. Customer was called back 30 min after the initial call to see if medical attention had been sought; husband stated that yes, customer was on her way to the hospital.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer reported symptoms of vomiting, increased urination, increased thirst and fatigue (customer attributed to the vomiting and not feeling well). During the call on (B)(6) 2018, a back to back blood test was performed by the customer and produced test results of e-5 both times using truemetrix air meter. Customer stated that she had administered insulin fifteen minutes prior to call and that her results should be going down. Customer tested again and got an e-5. Once again I asked caller to call for medical assistance and to not waste any more time because the symptoms she was describing were signs of hyperglycemia. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/17/2019 and open vial date is less than one month. The meter memory was not reviewed for previous test result history. Customer was called back 30 min after the initial call to see if medical attention had been sought; husband stated that yes, customer was on her way to the hospital.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: a call back was made on 03/22/2018; customer's condition had improved and the customer did not currently have any diabetic symptoms. On (B)(6) 2018 the customer's husband had driven her to the hospital. Customer was not admitted, just observed. The customer did not recall her blood glucose test result when at the hospital just that it was still very high and in the 500's. The diagnosis was high blood glucose and customer was given IV treatment because customer was dehydrated. The customer left the hosptial the same day (B)(6) 2018. No new medications or healthcare program was suggested. There were no additional blood tests performed with the truemetrix air meter. Manufacturer contacted customer on several follow-up calls in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer received the replacement product and is satisfied with the product performance.